Manufacturer narrative:
The investigation found corrosion on the pcb, mechanism rail, top battery and commutator cap which resulted in low battery voltages and data loss. Due to the data loss the reported hazard alarm could not be confirmed. The investigation found the soft cannula to be ripped in half, spanning into the unexposed portion of the soft cannula. Due to the cannula damage, it could not be determined whether there was an internal tear or leak that would have caused the observed corrosion. The exact cause of the corrosion could not be determined, and it is unknown if the corrosion is linked to the reported hazard alarm. The cause and timing of the cannula damage could not be determined. Cracks were observed in the top housing. No evidence that the top housing damage acted as a fluid ingress point was found. The cause and timing of the top housing damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod alarmed after approximately 1-4 hours of wear. There was no specific error message or error code reported. This led to the patient¿s blood glucose levels increasing to above 250mg/dl. The patient replaced the pod. The device was returned for investigation and a damaged cannula was identified.